Manufacturer narrative:
As part our investigation, the service center was informed that the scope was cleaned after each patient use prior to the updated cleaning procedure. The original scope reprocessing procedure was performed using the cidex and the single use olympus dual end cleaning brush, flushing and soaking for 8 minutes, rinsing and flushing with sterile water and then storage by hanging in scope cabinet. There was no time delay. No damage or abnormalities were observed. The scope was not cultured. The cleaning and disinfectant solutions used with the endoscope are revital-ox resert. They also use cleanser, enzymatic prolystica. The minimum effective concentration is being checked with each scope reprocessed. It is unknown as to what aer is being used to reprocess the endoscopes. The facility has revital circular tubs that are used since the customer does not have a large enough sink. The endoscope channel is being brushed during manual cleaning. The brush is a single use brush. The endoscope is being leak tested prior to manual cleaning. The model and manufacturer of the leak tester was unable to be provided. There is flushing of air into the channel of the endoscope after reprocessing. The last time a reprocessing in-service was provided was last week. They were informed that they have been previously missing the enzyme cleanser prior to using resert clean and soak. There has not been any change in the reprocessing personnel since then. All reprocessing personnel are trained on how to properly reprocess an endoscope. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is human error which may have prevented facility from cleaning or disinfecting the scope appropriately. It is stated in the instructions for use for the visera cysto-nephro videoscope cyf-v2/va2/v2r. Chapter 6 compatible reprocessing methods and chemical agents 6.5 rinse water. Do not reuse rinse water. To remove the detergent solution from the endoscope and accessories completely, rinse them enough in clean water (potable water, water that a microbe was removed by a filter, de-ionized water, sterile water, etc.). Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, clean, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The scope was returned to the service center and is pending evaluation. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that an incorrect or improperly reprocessed scope was used. There was no patient infection or device positive culture reported.